Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation could not confirm or reproduce the symptom of 'will not alarm downstream occlusion." The unit passed downstream occlusion testing per the spectrum service manual.

Event description:
It was reported that a spectrum pump would not alarm for downstream occlusion. It was also reported that there was no patient injury.